Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient underwent hakim valve placement for primary hydrocephalus on (B)(6) 2023, and programmer setting was not working and cannot program at all. The programmer was not responding to the desired pressure setting despite repeated attempts and have caused difficulty clinically to the patient. It has erratic and unpredictable response: "initially, the pressure was set at around 90 mm of h20. After that, the pressure was set to 120 through silver programming bag ,but not confirmed on x-ray. It was reprogramed to 140, but while confirming on x-ray, the pressure was 90. After few hours we tried to set at 110 , again it moved to 70, and then to 50 as confirmed over x ray. We stopped everything and the patient was moved to ICU. Medical staff tried again try to increase the pressure to 70, and the pressure seen on x-ray was 30. Then, when he tried to increase the pressure to 70 , the pressure moved to 50." There were no findings suggestive of meningitis, no indication of high protein count, and no signs of an inverted shunt.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.